Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
During an ablation procedure to treat atrial fibrillation (a fib), a farawave catheter was selected for use. Pulmonary vein (pv), roof, and cavotricuspid isthmus (cti) ablation were performed using this catheter. Post-procedure echocardiography confirmed the accumulation of pericardial fluid, therefore pericardial drainage was performed. The physician indicated that the right atrium might have been involved, noting its narrow structure. Also, that it was possible that the lateral or posterior wall was scratched when the catheter was bent to the cti. The catheter was disposed and will not be able for return.

Manufacturer narrative:
Correction to the initial MDR in block h6. B5: describe event or problem - updated.

Event description:
During an ablation procedure to treat atrial fibrillation (a fib), a farawave catheter was selected for use. Pulmonary vein (pv), roof, and cavotricuspid isthmus (cti) ablation were performed using this catheter. Post-procedure echocardiography confirmed the accumulation of pericardial fluid, therefore pericardial drainage was performed. The physician indicated that the right atrium might have been involved, noting its narrow structure. Also, that it was possible that the lateral or posterior wall was scratched when the catheter was bent to the cti. The catheter was disposed and will not be able for return. Additional information revealed that approximately 60 minutes into the ablation procedure, an effusion occurred during the insertion of the catheter for cti ablation. At the time of the effusion, the catheter was positioned in the inferior vena cava (ivc).